Event description:
It was reported that the st holster was returned due to it was not rotating the probe needle. No further information provided and no patient consequence was reported.

Manufacturer narrative:
Date sent: 10/12/2007. Evaluation summary: the complaint has been confirmed. The knob port shaft coil pin was damaged and the manual spade coil was broken. Both parts were replaced to correct the issue. After servicing and calibration the unit passed functional and final testing. Complaint information is trended on a regular basis to determine if further investigation is warranted.